Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 325cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 3.4 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant on (B)(6) 2010. Per device received on (B)(6) 2022, and analyzed on (B)(6) 2022, the right device was found to be ruptured. In the absence of any clarifying information, this report is being submitted for the right side. The device was explanted on (B)(6) 2022.